Manufacturer narrative:
This information was previously submitted for this case under the incorrect MFR-0001038806-2018-00662. One tapered screw vent implant was examined visually by the naked eye and through magnification with corresponding transfer mount, mount screw and cover screw. Visual inspection revealed wear and debris about the threads, collar, and internal threads of the implant. The mount is fractured at the hex. The mount is noted to be fractured, therefore functional testing could not be performed on the device in this condition. Review of appropriate documentation - .technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #(B)(4). Although the complaint as reported could not be verified due to the condition of the mount, a technically deficiency was confirmed. The mount is noted to be fractured at the hex, and no longer functions as intended. No related nonconformance were noted for this complaint after DHR review. A definitive root cause has not been determined. (B)(4). Additional 510k codes: k101880. (B)(4).

Event description:
It was reported that the impression post would not come off the implant when the dentist was placing the implant. Implant was removed and another one was placed. Tooth location #6.